Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. Visual summary indicates the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the patient received inappropriate shocks due to the right ventricular (rv) lead oversensing noise. X-ray revealed that the rv lead had dislodged into the atrium. The rv lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)